Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised that the pump could continue to be used. The customer was also instructed to call back if any malfunction code reappeared and acknowledged this guidance.